Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an amplatzer piccolo occluder was chosen for a procedure using an unknown delivery system. During procedure, the device embolized after being implanted. The device was captured with no difficulty. A larger unknown sized device was implanted. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, during procedure, the device embolized after being implanted. The device was captured via transcatheter snare. A larger unknown sized device was implanted. Based on the information received, the cause of the reported migration or expulsion of device (device embolization) could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, an unknown size amplatzer piccolo occluder was chosen for a procedure using an unknown delivery system. During procedure, the device embolized after being implanted. The device was captured via transcatheter snare. A larger unknown sized device was implanted. The patient was reported as stable.